Event description:
It was reported on (B)(6) 2012 that the patient experienced a loss of therapeutic effect. The patient turned her implantable neurostimulator (ins) on and then after a while it turned itself off. The change in therapy occurred around the time that the patient had tens and ultrasound therapy at a chiropractor. The patient had back surgery and external stimulation at the chiropractor's office in (B)(4) 2012. The patient's stimulation was adjusted in program #4 from 0.07 volts to 0.80 volts. The patient felt the stimulation "fairly strongly" at the beginning, but the sensation was hardly felt after a few minutes. The patient switched from program #4 to program #1 at 2.40 volts. The patient was not able to make an adjustment with or without the antenna attached. The patient's connection with her ins was intermittent. The patient requested a physician closer to her. Additional information received on (B)(6) 2012, reported a loss of therapeutic effect. The patient had improved after doing some changes until (B)(6) 2012. The patient was not able to feel therapy and wanted to increase the stimulation. The patient had wet her pants for the previous two days. The patient had not been using her antenna. The patient was on program #1 at 2.4 volts and stimulation was not on. The patient's ins was powered off. The patient was not able to adjust her stimulation. Patient outcome was not provided at that time. Additional information received on (B)(6) 2012, reported that the patient was experiencing issues with her previous patient programmer (pp) and stated that it would change programs by itself. The patient's ins was turned off but was turned back on again. The patient was still looking to find another physician that could provide additional programs since having her "icon" replaced. Additional information received on (B)(6) 2012, reported that the patient still had concerns with her ins but had not sought further help. She was still in the process of finding a physician to help her in the area. If any additional information is received related to this event, it will be included in a supplemental report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient reviewed that her therapy would turn off by itself. She would check the implantable neurostimulator (ins) with the patient programmer (pp) and verify that therapy was off and it would not turn back on by itself. She would stop feeling therapy and notice a return of symptoms. She would have the urge to go to the bathroom but would start going before getting to the bathroom and wouldn't be able to stop.

Manufacturer narrative:
Product ID: 3093-28, lot#: v840220, implanted: (B)(6) 2011, product type: lead. Product ID: 3037, serial#: (B)(4), product type: programmer. (B)(4).